Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The pt802 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" (transducer fault) while being prepared for use. The events log showed "xdcr fault (2, 0, 35)" and the exhalation pressure transducer fails to calibrate. There was no patient involvement associated with this issue.